Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the if the patient laid there and drink water, it start filling up then the male external catheter would fall off. Patient had been using the products for more than 90 days (batch# jufw0493). Per investigator notification received on 17feb2022. It was stated that the three lots were received for this complaint: (batch# jufu2520), (batch# jufw1132) and (batch# jufv9017) per notification from investigator based on sample evaluation on 26jul2022, it was reported that the male external catheter had strong adhesive (batch# jufw1132).

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Although an exact root cause could not be determined a potential root cause could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as it would not have prevented the reported event. The actual/suspected device was inspected

Event description:
It was reported that the if the patient laid there and drink water, it start filling up then the male external catheter would fall off. Patient had been using the products for more than 90 days (batch# jufw0493). Per investigator notification received on 17feb2022. It was stated that the three lots were received for this complaint: (batch# jufu2520), (batch# jufw1132) and (batch# jufv9017) per notification from investigator based on sample evaluation on 26jul2022, it was reported that the male external catheter had strong adhesive (batch# jufw1132).